Manufacturer narrative:
The event of enlarged lymph node is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: enlarged lymph node.

Event description:
Patient reported "enlarged lymph node" detected via MRI. This record is for the right side. Device remains implanted.